Manufacturer narrative:
(B)(4). Date sent: 10/7/2025. Additional information was requested and the following was obtained: 1. What steps were taken during the procedure to locate the dislodged tissue pad fragments? Seen on x3 xrays but unable to locate with fingers or vision to remove. Post-operative CT shows it is above the liver. 2. Was the procedure converted to an open surgery as a result of the incident? No. 3. Are there any ongoing or planned efforts to locate the missing fragments? No. 4. Did the event result in any changes to the patient¿s care plan? No. 5. What is the current status of the patient? - discharged and at home. 6. Did the extended duration of the procedure due to the device issue alter the patient¿s care pathway? No. 7. What is the patient¿s current condition? As per q5. 8. Were any additional measures taken to manage the prolonged surgical time? No. 9. Did the patient require any different post-operative care due to the extended procedure? No. 10. Has the patient experienced any adverse effects as a result of this incident? No.

Event description:
It was reported that during nephrectomy one of the jaws snapped off and is currently lodged inside the abdomen of the patient with the x-ray team currently in theatre trying to locate the dislodged item. When reporting the incident, the team was still currently still trying to locate and retrieve fragment from the patient's abdomen. The procedure was prolonged.

Manufacturer narrative:
(B)(4) date sent: 9/29/2025 d4 batch #: unknown. Additional information was requested and the following was obtained: 1. What was the procedure? - lap nephrectomy converted to open 2. Were there staple lines in the vicinity? - no 3. Were there any generator alerts beforehand? - no 4. At what stage of the procedure did it happen, or how far into the procedure was it? - 4 hours into procedure, after conversion to open, using the harmonic to dissect between upper pole of kidney and liver. 5. Please provide a detailed description of the event. - scrub noticed the lower blade of the harmonic wasn't present whilst not in use. Unable to locate the blade inside the patient. Xrays taken showing an object within the patient. Unable to locate with vision or by feel by x2 surgeons. Xrays repeated twice more with surgeons looking/feeling for blade twice after xrays. Decision made to stop looking like this was lengthening and already long anaesthetic and was not in best interests of the patient. Surgeons feeling was that the patient was very unlikely to come to harm from object within patient but more likely to come to harm from prolonged anaesthetic. 6. What was the event outcome and how was it managed? - datix recorded by theatre sister 7. Were there any consequences to the patient due to the event? - no 8. Was the surgery prolonged due to the event? If yes, by how many minutes? - no the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2025. D4 batch #: z70119. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number z70119, and no non-conformances were identified.